Event description:
A patient called in 01/2002, alleging that one touch ultra meter was reading inaccurately erratic compared to the lab's meter. Patient had "blurred vision and shaking". Patient has had diabetes for 10 years and tests blood glucose 3 to 4 times a day, depending on the result. Patient takes 500 mg. Of glucophage xr 3 times a day. Patient has thyroid problems, high blood pressure and will be admitted to the hospital for 4 days starting in 2002 for an operation. Patient explained that the day patient went to have blood drawn patient was also having other lab tests run for upcoming surgery. It was unknown if patient had taken glucophage. Lab result came back as 53 and one touch ultra meter read 137 mg/dl. Tests were less than 10 minutes apart. A result was taken on patient's back up fast take meter, however, patient could not remember the result, and said the fast take was considerably lower than the one touch ultra. Patient was treated with a glucose tablet. Patient's medication was not changed. No further information has been reported.